Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient went into atrial fibrillation. Actions taken are unknown. The patient continued on support until the device was successfully weaned. The patient was hemodynamically stable.